Manufacturer narrative:
An outside the united states customer had a sample from a patient with no indication of cancer that recovered higher with atellica im ca 19-9 kit lot 508 (>700 u/ml) than with another manufacturer's ca 19-9 assay (5 u/ml). Biorad controls were within the expected ranges for the assay. When the customer diluted the sample there was no indication of the presence of an interferent (result 780 u/ml). When the sample was treated with polyethylene glycol (peg) 6000, the sample recovered 13 u/ml with the atellica im ca 19-9 assay. Treatment of the sample with peg may have precipitated antibodies that could interfere with the atellica im ca 19-9 assay. The customer was not able to provide any known diseases for the patient and the patient was not taking any medications/supplements. There is no sample that can be sent to siemens healthineers for evaluation. The expected values section of the atellica im ca 19-9 instructions for use (IFU) (10995285) indicates 3.7% of samples from normal patients recovered >37 iu/ml so a certain number of elevated results from normal patients can be expected for this assay. The interpretation of results section of the atellica im ca 19-9 instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." As stated in the limitations section of the atellica im ca 19-9 instructions for use (IFU): "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results." Also stated in the limitations section of the atellica im ca 19-9 IFU: warning "this device is not indicated for screening or the early detection of pancreatic cancer or as a diagnostic tool to confirm the presence or absence of malignant pancreatic disease. Do not predict disease recurrence solely on levels of atellica im ca 19 9. Normal levels of atellica im ca 19 9 do not always preclude the presence of disease." "Additionally, elevated levels of ca 19 9 can be observed in patients with nonmalignant diseases. Measurements of ca 19 9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "The concentration of ca 19 9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19 9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." The cause of the discrepant results seen by the customer with this one sample when using atellica im ca 19-9 kit lot 508 could not be determined but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. The customer is operational.

Event description:
The customer observed elevated patient sample results measured on the atellica im 1600 ca 19-9 assay, that were discordant with the repeat result from the same sample when remeasured on an alternate testing method. The initial results were not reported to the physician(s). There are no allegations of patient harm, changes in treatment, or delays in diagnosis in association with the discordant ca 19-9 results.